Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No led anomaly noted. No dual or square bolus anomaly or bolus wizard anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was squaring her carbs took it to the hospital and the doctor changed a setting on her insulin pump and now when she tries to bolus the pump goes straight to square. Blood glucose was unknown. Her bolus wizard was on but is not allowing her to go into dual and square bolus. The insulin pump will be returned for analysis.